Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynxgrip vascular closure device (vcd) had gathered at the most distal end of the shuttle tube adjacent to the slit. The patient was still bleeding upon device removal. For whatever reason the sealant failed to achieve hemostasis. There was no reported patient injury. The device was properly prepped and failed upon device removal. The operator with multiple years of experience deploying mynxgrip. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for analysis. The product history record (phr) review of lot f2310704 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-sealant stuck to device components¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the sealant becoming stuck to the shuttle during deployment. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely, which can cause issues during deployment. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant sticking to the device/shuttle. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) had gathered at the most distal end of the shuttle tube adjacent to the slit. The patient was still bleeding upon device removal. For whatever reason the sealant failed to achieve hemostasis. There was no reported patient injury. The device was properly prepped and failed upon device removal. The operator with multiple years of experience deploying mynxgrip. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned as previously expected for evaluation.